Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by ambulance and admitted to the hospital due to low blood glucose (bg) level in the 30's(mg/dl). Reportedly, the customer was reusing cartridges. Additional information was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.